Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes are underfilling. There was no report of impact to patient or user.

Manufacturer narrative:
H.3: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes are underfilling. There was no report of impact to patient or user.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 10 photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill was not observed as lot 2228622 could not be seen in the photos. The tubes expired 31aug2023; therefore, no further testing could be completed on retention samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint cannot be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.